Event description:
It was reported that on (B)(6) 2010, the patient underwent an intervention promus stenting procedure in unspecified coronary artery(s) with one 3.0 x 12 mm stent and one 3.0 x 23 mm stent. On (B)(6) 2010, the patient expired. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.